Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2020 with lot number 2548094. Visual and microscopic analysis of the returned device identified: red particles on shell, fold creases, around 0-25% of the shell is missing, broken shell with sharp edge on posterior side (a dimension measurement in the shell was performed which identify the thickness within specification) and a weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Missing shell that is assessed as inconclusive. Reason for reoperation: rupture.